Event description:
It was reported that unidentified and unknown quantity of screws and rods were removed from the patient due to infection. The surgeon believed the products may have been depuy synthes spine monarch or isola devices. No other details are available.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.